Event description:
On (B)(6) 2011, I received a partial hip implant, following a broken hip (during a basketball game). The unit was a stryker accolade hfx femoral implant. I made slow, but steady progress until (B)(6) 2011. Following a storm and basement flooding, I removed many heavy boxes from my basement. The next day all the progress since the operation was gone. On (B)(6) 2011, I visited my surgeon, who did not find anything wrong. Unable to walk, I visited a 2nd surgeon on (B)(6) 2012, who took extensive x-rays, and concluded the femoral implant exhibited subsidence, and determined the cause of my debility to be a loose femoral component. All symptoms I have fit this diagnosis.